Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: (B)(6). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that post coronary stenting treatment procedure, myocardial infarction occurred. In (B)(6) 2011 the subject presented due to stable angina (ccs classification-4) and was referred for cardiac catheterization. Target lesion #1 was a de novo lesion located in the mid lad with 50% stenosis and was 17 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with direct stent placement using a 3.50 mm x 20 mm taxus element stent, with 0% residual stenosis. The subject was discharged the next day on aspirin and clopidogrel. In (B)(6) 2013 the subject presented due to repeated spontaneous, fairly constructive episode of chest pain lasting about 15 minutes and was hospitalized on the same day. The subject¿s cardiac enzymes were noted to be elevated and the site reported an event of mi (peak ck: 321 iu/l, uln: 308; peak troponin I: 0.910 ng/ml, uln: 0.056 ng/ml). ECG was performed (type of mi-unknown, per edc). It was observed that the subject did not experience any ischemic symptoms. Two days after, the event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel.